Event description:
It was reported that on ¿last thursday¿, the patient noticed that she was experiencing symptoms that included nausea, increased pain, and sweating/diaphoresis. The patient went to see her healthcare provider (hcp) and was told that they thought her catheter wasn¿t working. They scheduled her for dye and rotor studies on the report date. In the meantime, she was given hydrocodone to take as needed for pain. On the date of this report, the hcp attempted to aspirate the catheter but was not able to get any cerebrospinal fluid (csf) back. So, he did not do the dye study because he didn¿t want to bolus the patient. The hcp planned to schedule the patient for a catheter replacement as soon as possible. In the meantime, she had hydrocodone to take and the hcp did not change any of the medication or doses in her pump. The hcp kept everything the same until replacement. The device system was used to deliver morphine 45mg/ml at 12.819mg/day and dilaudid 45mg/ml at 12.819mg/day. The specific cause of the event and the final patient outcome were not reported. Further follow-up is being conducted to obtain ther information. If additional information is received, a follow -up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4)

Manufacturer narrative:
(B)(4)